Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient's body occurred. The target lesion was located in the right coronary artery (rca). A 2.25 x 8 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, prior to deploying, the stent came off from the balloon and was left in the rca. The procedure was completed with ballooning. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon inside the patient and was not returned with the device. The balloon cones and balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. A review of the associated batch records, the maximum crimped stent profile is within the specification. The crimp temperature and the crimp duration for the device all are also within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient's body occurred. The target lesion was located in the right coronary artery (rca). A 2.25 x 8 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, prior to deploying, the stent came off from the balloon and was left in the rca. The procedure was completed with ballooning. No patient complications were reported and the patient's status was fine.